Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03july2019. Customer found dirty filter on unit. Customer cleaned the filter to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support stating that unit had an alarm issue. The customer reported there was no patient involvement.